Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and exhibited high pacing threshold. Additional information was obtained indicating that dislodgement was confirmed through fluoroscopy. Further, this lv lead did not function a few days after implant, however, it was decided to continue monitoring and would fix it if the patient got symptomatic. A years later the patient had developed worsening cardiomyopathy that opted to schedule lead revision. This lv lead was surgically abandoned. No additional adverse patient effects were reported.